Event description:
The patient reported that the backlight and ok keypad buttons were unresponsive to button presses. The patient also stated that the buttons would bounce and spring back and the keypad was intact. In addition, the patient indicated that she wears the pump in a case under her clothing and does not clean the pump.

Manufacturer narrative:
Follow-up # 1 11/14/2011. Device history record review was conducted on (B)(6) 2011 with the following findings.animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2011 with the following findings: the keypad was found to be intact; no peeling or lifting was observed. The evaluation revealed that the contrast and the ok keypad buttons were intermittently unresponsive. There was evidence of adhesive found under the contrast and ok key contacts. Unrelated to the complaint, evaluation revealed a cracked battery compartment, which has no effect on insulin delivery function. The user guide warns that cracks, chips, or damage to the pump may impact the battery contact and/or the waterproof feature of the pump.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.